Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (random) issue. The reporter stated that random occlusion alarms had occurred and that the cannula was dicovered to be bent when the cartridge was changed out per customer support instruction. Reportedly, the patient's blood glucose was 300+ with no signs or symptoms. The reporter stated that there was no unusual motor noise, the delivery speed was changed to slow, occlusion sensitivity was low and novalog insulin was in use. Reportedly, the patient was using a new set/site/cartridge since the occlusion event occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.